Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the guide rod broke and may have had metal fatigue. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual examination of the provided pictures identified the rod with a fracture on the tip of the shaft. The fractured off piece is also shown. No product was returned; further visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Based on the image provided, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.